Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor that reacts with the reagent and affects the sample results was found. This interference is documented in product labeling for the assay. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6)

Event description:
The customer received questionable elecsys ft4 ii assay and elecsys tsh assay results for one patient from a cobas 6000 e 601 module analyzer serial number was (B)(4). The ft4 results for the patient were around 100 pmol/l and did not correlate with status of patient as the patient was without symptoms. Testing was repeated at the request of physician on the cobas 6000 e601 analyzer and on a cobas 8000 e801 analyzer. Of the data provided, the results for ft4 and tsh were discrepant.. Refer to the medwatch with a1 patient identifier (B)(4) for the other assay. A sample from (B)(6) 2017 was also tested on a unicel dxl 800 (beckman) analyzer. The ft4 result from this analyzer corresponded to the status of patient and the physician was satisfied with this result. There was no allegation of an adverse event. The qc results were acceptable. Sample from the patient was submitted for investigation.